Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending (lad) artery. A 38 x 2.75 promus premier¿ drug-eluting stent was deployed to treat the lesion. However, post stent deployment, it was observed under fluoroscopy that there was a dissection at the proximal edge of the stent. Subsequently, a 2.5 x 12 stent was deployed to cover the dissection by overlapping it and the procedure was completed. No further patient complications were reported and the patient's status was stable.